Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been getting no delivery alarms for about a month. The customer would usually remove the reservoir and rewind it, and it would fix the issue but for the past few days they were unable to get it to work. Troubleshooting was performed and insulin exited without incident. It was explained that there may be a possible site related issue or site and set occlusion. The customer stated they did tend to put the site on the same side. The customer¿s blood glucose level was 400 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.